Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called in and stated that the brakes for the chair were broke.